Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 47 mg/dl. Low bg cause was not known. Customer was unable to walk at the time of the incident and was provided with carbohydrates from the contact to address bg. A system check was performed and no pump/supply issues were identified. Recommendation was made to consult with a healthcare provider to discuss diabetes management.